Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause was determined to be due to depleted batteries. The batteries and battery harness were replaced in order to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has not been serviced prior to this event for the reported condition.